Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted a supply change with an ilet and inset infusion set, connected the inset to the body without first filling the tubing to observe drops, and inadvertently installed an empty cartridge; upon customer care guidance, the user disconnected from the body, rewound the pump, retrieved a filled cartridge, primed until drops were seen, and completed the supply change, with the occlusion that resolved after the supply change; the reported blood glucose was 338 mg/dl no adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without hospitalization. Investigation of this case revealed no device problem and identified a usage problem, specifically an improper procedure related to priming and cartridge selection, implicating the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.